Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had started using the pump after a hiatus and received a no delivery alarm. Customer stated that she ran out of supplies. A medtronic associate that she was in touch with gave her a 5mm cannula, but she normally uses 9mm. Customer's blood glucose level was 210 mg/dl. Customer pulled the infusion set out and has not changed the set. Customer does not want to return the set or reservoir for analysis. Customer reported that she was unable to troubleshoot for the no delivery alarm at the time of the call. Customer was advised to call when the alarm occurs in order to troubleshoot. No additional information provided.